Manufacturer narrative:
H3: product analysis: evaluation determined that the reported malfunction of the bur wobbling in the attachment was confirmed. The m ost likely cause of the failure was breakage of the tip bearing. It was also noted that the attachment had a cosmetic deficiency. B3: notified date was considered as the date of event, as the event date was unavailable. G3: analysis performed date was considered as the aware date for this event, as it is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the bur was wobbling in the attachment. Patient impact was unknown at the time of the report. Additional information was received stating that breakage of the tip bearing was observed during evaluation. Additionally, there was no patient involved in this event as it had occurred post-operatively.